Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that the cassette was not working with the pump. No adverse effects were reported.